Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30's mg/dl. Reportedly, the customer¿s heart was ¿restarted;¿ however, customer was unable to provide further detail regarding the nature of the cardiac event. The cause of the low bg was customer did not have non-tandem continuous glucose monitoring supplies, and was not monitoring bg via a bg meter. Subsequently, customer was hospitalized. Bg was treated with dextrose injection. Reportedly, the customer was released on an unknown date with the issue resolved and no permanent damage.